Manufacturer narrative:
Analysis summary: the device was returned and analysis of the returned device revealed that one of the ro horseshoe crimp sleeves was detached from the filter of the spider device. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a spider fx device during treatment of a moderately calcified plaque lesion in the patient¿s common carotid artery. Lesion stenosis unknown. Vessel reported to be moderately tortuous. Device prepped as per IFU without issue. It is reported the filter could not be advanced. The device was replaced with another to complete the procedure without further issue. No patient injury reported.